Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot # 17707416, description: next generation anchor kit sterile.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The physician did not suspect device malfunction with the lead but felt the clik anchor pressed against the lead causing fracture. There were no exposed cables. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot # 17707416, description: next generation anchor kit sterile lead. Sc-2352-50 (B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture locations. Anchor sc-4316 (B)(4): the clik anchors revealed no anomalies.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The physician did not suspect device malfunction with the lead but felt the clik anchor pressed against the lead causing fracture. There were no exposed cables. The patient was doing well post operatively.